Manufacturer narrative:
The date received by manufacturer has been used for this. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4).

Event description:
It was reported that 2 bd sharps collectors 8 qt multi-use nestable had missing biohazard warning labels. The following information was provided by the initial reporter: this is a report about missing labels of sharps collector. According to the customer's report, the biohazard warning label was missing.

Event description:
It was reported that 2 bd sharps collectors 8 qt multi-use nestable had missing biohazard warning labels. The following information was provided by the initial reporter: this is a report about missing labels of sharps collector. According to the customer's report, the biohazard warning label was missing.

Manufacturer narrative:
H6: investigation summary: a device history review could not be completed as no batch number was provided. Based on this investigation, there was no evidence received showing the lack of label in the base, however, in the report it¿s mentioned that biohazard warning label was missing. With this information, we can identify this issue as a failure mode related to the manufacturing process. Due to this failure mode had already been detected within internal non-conformances for similar processes, improvement opportunities were identified to reinforce and make more robust the labeling processes which are documented in the CAPA record car-jrz-00000392 and par-jrz-00000170. Since no lot number was provided, it can¿t be confirmed if this product was manufactured before or after the corrective action¿s implementation. Based on this investigation and information provided as evidence, it was confirmed this issue was related to manufacturing process.